Manufacturer narrative:
A replacement transformer was sent to the customer. The product was received on (B)(4) 2013. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as the cause of the event. However, the customer stated that the transformer sparked at the area where there were exposed wires, which is safety risk. In following up with the customer she stated there were no injuries as a result of the issue. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues. A field action safety notification was indicated on 04/04/2011. Activities related to this notification are on-going.

Event description:
The customer reported to customer service that the wires are showing on her transformer and she saw a spark.